Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no significant scratches, or any other type of damage, were observed on the display lens; the initial complaint was not duplicated. The pump cover was removed and no damage was observed on the display screen. The legibility of the display could not be evaluated due to an unrelated issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the display screen was scratched and unable to be read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.